Event description:
A consumer reported that after an intraocular lens (iol) implantation surgery, patient experienced halos around lights at night, three rings,also it was hard for patient to see while driving during nights. Patient's physician stated that it would go away over time but it was not improved. Additional information was requested. There are two medical device reports associated with this complaint. This report is 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The IFU (instructions for use) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal intraocular lens (iols), there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. The manufacturer internal reference number is: (B)(4).